Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device gave wrong values of fc 135 instead of 85. There was no patient involvement.

Manufacturer narrative:
The fse found that the customer does not use philips ECG cables but instead uses cheaper non-philips cables. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.